Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and after the start of the iab pump, a "red alarm" immediately appeared in the display. After removal of the iab catheter it was found that it was twisted. Iab inner lumen was not kinked however the iab membrane was, which can be seen through customer provided pictures. The customer states the product was twisted and glued. The exact alarm is unknown but there was a red alert . The alarm message came directly after pressing the start button on the cs100. Iab catheter never unfolded correctly and had to be removed immediately.

Manufacturer narrative:
Updated to reflect initial reporter is an "other health professional" and updated health professional to yes. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and after the start of the iab pump, a "red alarm" immediately appeared in the display. After removal of the iab catheter it was found that it was twisted. Iab inner lumen was not kinked however the iab membrane was, which can be seen through customer provided pictures. The customer states the product was twisted and glued. The exact alarm is unknown but there was a red alert . The alarm message came directly after pressing the start button on the cs100. Iab catheter never unfolded correctly and had to be removed immediately.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, pictures were provided by the facility confirmed the reported event. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and after the start of the iab pump, a "red alarm" immediately appeared in the display. After removal of the iab catheter it was found that it was twisted. Iab inner lumen was not kinked however the iab membrane was, which can be seen through customer provided pictures. The customer states the product was twisted and glued. The exact alarm is unknown but there was a red alert . The alarm message came directly after pressing the start button on the cs100. Iab catheter never unfolded correctly and had to be removed immediately.